Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the 1st obtuse marginal with the use of a non-abbott device and post stent implant an echocardiogram was performed and a small, moderate effusion was noted. Although noted as the graftmaster did not cause or contribute to complications or adverse events it was not determined how the effusion was related. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.